Manufacturer narrative:
Follow-up 3/17/2016: contact reported customer has been hospitalized for elevated blood glucose levels and diabetic ketoacidosis. No further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 716 and diabetic ketoacidosis. The customer's supplies were changed and a correction bolus administered; however elevated bg levels persisted. While hospitalized, customer was treated with intravenous insulin. System check with tandem technical support indicated the pump was performing as expected. Customer was released from hospital (B)(6) 2016 with issue resolved.